Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely elevated calcium (ca_2) test result was obtained on each of three patient samples from an advia chemistry xpt system. Quality control materials were within acceptable ranges at the time of the event. A siemens application specialist (as) performed routine maintenance activities of cleaning the pure water bottle, cleaned the sodium chloride diluent bottle, cleaned and replaced the reagent filters, cleaned and refilled the water reagent container on the reagent trays, cleaned the photometer lens and ran a lamp energy check with acceptable results. Siemens reviewed the available information and found that the actions taken by the as are part of normal troubleshooting / maintenance for an issue of this nature. The as verify instrument performance post maintenance by running a patient sample comparison between the customer's two advia chemistry xpt systems. The patient comparison results showed acceptable recovery and no significant differences in test results. The issue was resolved with maintenance by the as. The cause of the falsely elevated calcium (ca_2) test results was a need for routine maintenance. The system is performing within specifications. No further evaluation of this system is needed.

Event description:
One falsely elevated calcium (ca_2) test result was obtained on each of three patient samples from an advia chemistry xpt system. The initial test result was reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt system and the repeat results were reported as the correct test results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2 results.